Event description:
In 2008, the reporter/patient's daughter contacted lifescan on behalf of the lay user/patient alleging a power issue (does not turn on) with the pt's one touch basic meter. The medical affairs specialist was unable to contact the reporter for additional info. The following info was obtained from the customer care advocate's documentation. The reporter was unable to report when the power issue started but claimed that the pt was admitted to the hosp on two months earlier as a result of the power issue. The pt reportedly developed symptoms of feeling thirsty and "other symptoms " at an unspecified time after the power issue began. The reporter stated that the pt's blood glucose was "500 mg/dl" on the hosp meter but she was unable to specify what type of treatment the pt received at the hosp. The customer care advocate (cca) went through troubleshooting with the reporter and the reporter claimed that the battery was replaced per the owner's manual. The reporter did not have a replacement battery so the power issue was not resolved. Replacement products were sent to the pt. It would be helpful to know when the power issue started, how often the pt tests, what diabetes medications, if any, the pt takes, and if she made any changes to her diabetes care regimen as a result of the power issue. It would also be helpful to know if the pt had any other means of testing her blood glucose levels before she was admitted to the hosp. Based on the provided info, this complaint is being reported because the pt allegedly developed hyperglycemia after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.